Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual inspection found no irregularities, and it was confirmed that the header was firmly attached to the device casing. Electrical and mechanical testing and analysis were conducted, and no anomalies were identified. The baseline testing completed on the device found no failing conditions or a product performance concern that would have contributed to the reported observations.

Event description:
It was reported that this pacemaker exhibited oversensing and subsequent pacing inhibition for several minutes, which contributed to an unstable patient condition. Consequently, the device was explanted, replaced and returned for analysis. The root cause of the observations is unknown at this time. No additional adverse patient effects were reported. Additional information was received indicating that the physician was unable to identify the root cause of the pacing inhibition. The leads remain in service and no additional adverse patient effects were reported, aside from the surgical procedure.

Event description:
It was reported that this pacemaker exhibited oversensing and subsequent pacing inhibition for several minutes, which contributed to an unstable patient condition. Consequently, the device was explanted, replaced and returned for analysis. The root cause of the observations is unknown at this time. No additional adverse patient effects were reported. Additional information was received indicating that the physician was unable to identify the root cause of the pacing inhibition. The leads remain in service and no additional adverse patient effects were reported, aside from the surgical procedure.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should further pertinent information be provided.